Manufacturer narrative:
Other text: b3: unknown. One device was received for evaluation. Visual inspection found the plunger tamper seal was broken, a cracked bottom case, and the plunger lever and barrel head not operating as intended. Invalid syringe size" was found in the device's event history log. To conduct functional testing the device was powered up, had an occlusion test performed, and checked calibrations. Upon testing, the reported problem was not able to be duplicated. The barrel head does not snap down is the probable cause for the intermittent invalid syringe size alarm. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was reading wrong syringe size. Patient involvement is unknown. No adverse patient effects were reported by the customer.